Event description:
During the solex 7 catheter placement into the patient's internal jugular (ij) vein for ivtm therapy, the physician reported having issues with the vessel dilator and the guidewire in the solex 7 catheter kit. The physician reported that the vessel dilator bends, and the catheter doesn't thread over the guidewire. The physician reported that the guidewire kinks and gets stuck in the catheter. The physician had to convert to a regular central line and then put another central groin line to cool the patient. The physician stated that the catheter needs a few dilators - like the micropuncture kit. The physician is very familiar with femoral ivtm. No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2022-01891 for the guidewire.

Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.